Event description:
The customer reported via phone call that they had a no delivery alarm with their resrvoir. The customer's blood glucose was 200 mg/dl at the time of incident. Troubleshooting did not occur as the no delivery alarm was resolved by a reservoir change. The customer agreed to return the reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.